Event description:
Customer reports one incident of a blood leak on an unknown reuse number during patient treatment. Treatment was continued with a new dialyzer and new bloodlines without incident. No patient injury or medical intervention reported.